Manufacturer narrative:
A steris service technician inspected the integration system and found that the record button and vu capture page was stuck in the depressed position; the screen was unresponsive. The technician rebooted the integration system and the procedure was completed successfully. The technician was unable to duplicate the reported event. The procedure was minimally delayed due to the reported event. The integration system is under steris service contract and received routine preventive maintenance on (B)(6) 2015; no issues were noted.

Event description:
The user facility reported that during a patient procedure the touch panel for their integration system froze. No report of injury.